Manufacturer narrative:
The reported output anomaly was not confirmed in the laboratory. The device was evaluated and found to function normally. Pacing outputs and defib outputs were normal on the bench and during automated electrical testing. The high thresholds reported in the field are believed to not be device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that high thresholds were observed. The device did not defibrillate the patient out of vf. The device was explanted.